Manufacturer narrative:
Visually, this device shows no obvious damage. The depth limiter has been removed and was not returned. That component is movable for trimming, but a permanent component on this device. T1 has been deployed and is free from the delivery needle, but still attached to the suture. T2 is still in location within the needle track attached to the balance of the folded suture. A functional test was performed. The device had no mechanical failure. It cycled, advanced and deployed t2 as intended. As received, t2 anchor had not yet been deployed. We cannot confirm allegation as the device functioned as intended. No root cause related to the manufacture of the device can be established. No further investigation is warranted.

Event description:
It was reported did not deploy. A (0-30 min) delay was noted. No patient injury or complications were reported.